Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer did provide device data logs for review. The customer's report was observed during the review of logs. The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a " defib not charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.